Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that he is concerned that his device has stopped working. The patient is feeling symptoms that he felt prior to having his device, and is concerned that it has "shorted out". Patient was advised to contact his heart doctor. It was later reported by the clinician, that the patient has not seen his doctor since (B)(6) 2010. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that he is concerned that his device has stopped working. The patient is feeling symptoms that he felt prior to having his device, and is concerned that it has "shorted out". Patient was advised to contact his heart doctor. It was later reported by the clinician that the patient has not seen his doctor since (B)(6) 2010. It was further reported by the patient that he is "feeling electrical shocks in device area at least one time per week and it lasts 8-10 hours." The device remains in use. No further complications have been reported as a result of this event.